Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple 510k numbers: k111860, k130470.

Event description:
It was reported that while using the bd instrument max clinical, with the bd sars-cov-2 assay, a false positive result was obtained by the laboratory personnel. The sample was repeated and upon repeat the result was negative. No erroneous results were reported out and there was no report of patient impact.

Event description:
It was reported that while using the bd instrument max clinical, with the bd sars-cov-2 assay, a false positive result was obtained by the laboratory personnel. The sample was repeated and upon repeat the result was negative. No erroneous results were reported out and there was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: the complaint of false positive results with the bd sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number (B)(6). The complaint is unable to be confirmed with the information present. The root cause is unknown. No parts or materials were returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. No new risks, trends, or hazards were identified based on this investigation. H3 other text : see h.10.